Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-03479. It was reported that vessel perforation occurred. The target lesion was located in the saphenous vein graft (svg). After a filterwire crossed the lesion, a 3.50x24 synergy ii drug-eluting stent was deployed initially at 14 atmospheres. However, when the pressure was increased to 16 atmospheres, the patient started experiencing pain. A picture was taken and perforation of the svg was noted. A 3.5x15 apex balloon catheter was used to stop the perforation initially and a 3.5x16 non-bsc stent graft was then advanced to cover up the perforation and the procedure was completed. No further patient complications were reported and the patient's status was fine.